Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while customer was at school. Reportedly, the customer's blood glucose level was impacted (292 mg/dl). Customer treated elevated levels by delivering a correction bolus via the pump. During troubleshooting with tandem technical support, the pump was reset successfully.